Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the caller indicated that they had their therapy off for a few months. The caller wanted to turn the therapy back on this morning and when they did, it came on at 2.5 and it zapped them so they turned off the externals and they are still feeling hurt when they try to sit. The caller reported that as soon as they tapped on "find device" is when they felt it. Agent explained to the caller that turning off the externals does not turn off the therapy. The caller was hesitant to "find device" again, but explained how to turn the therapy off. The caller turned off the therapy and was immediately feeling relief. Agent helped the caller change programs and then change the program back so that the stimulation will come on at .1 when the patient is ready to try it again. The troubleshooting steps that were taken on the call resolved the issue. The caller also reported that, back in (B)(6) 2021, they swelled up by 70 pounds and thought it was weight gain, but it was fluid. The patient fell twice. The hcp removed the fluid and now the ins has moved. It had been closer to the butt cheek, but now it is closer to the butt crack.